Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sewing ring along with its accessories was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated lvad components, sewing ring and suture, met all requirements for release. The reported event was confirmed via visual evidence provided by the site which revealed the separation between the suture and the metal ring. There is no evidence to suggest that a component malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event may be attributed to operational issues during the implant procedure such as potential damage induced to the sewing ring while creating an incision using the scalpel. Root cause: based on the available information, the most likely root cause of the reported event may be attributed to operational issues during the implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per instructions for use (IFU) outlines proper surgical procedure in attaching sewing ring. A sewing ring attaches to the myocardium and allows for pump orientation adjustments intraoperative. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that during the implant surgery while sewing ring was being tried to fix on left ventricular apex, the ptfe suture tended to separate from the metal ring. It was stated that the sewing ring was fixed carefully. It was further reported that there was a procedural delay to correct situation but that there were no effect on patient. No additional information available.